Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had poor communication. It was reported that the patient tried repositioning the antenna for 25 minutes. The patient said it might¿ve been more than a month since they last charged. The patient reported that their battery was low when they were in the hospital and then after they got out of the hospital, they had an accident. The patient noted that their back had not been bothering them much. The patient was instructed to follow up with their healthcare provider (hcp) for a possible jumpstart. No symptoms or complications were reported.